Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. During troubleshooting with tandem technical support (tts), it was discovered that the customer was not completing the air removal step prior to loading the cartridge. Tts guided customer in filling a new cartridge with the appropriate load procedures, and confirmed that the issue was resolved subsequently. There was no adverse impact to the customer's blood glucose level.